Event description:
It was reported that the catheter could not be inserted into a 5fr introducer sheath. The catheter and introducer were removed and replaced without further complications being reported.